Event description:
A male underwent aaa repair in 2008. The procedure consisted to a zenith main body and two zenith iliac legs being placed. The procedure was conducted without reported incident, however, sometime in the following year, it was discovered that the main body had migrated 1 cm. The cardiomem readings said, there was an increasing pressure in the sec. The angiogram was reviewed and no endoleak was observed. The physician deemed additional device placement necessary for the graft migration and in 2009, the patient underwent a secondary procedure that consisted of placement of an zenith ancillary main body extension. On post angiogram there was still no evidence that a type I endoleak existed. The status of the patient at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct, deployment procedure. Specific to migration, the IFU lists several warnings/precautions that could prevent this failure mode from occurring; fixation site requirements, sizing guidelines. The importance of accurate graft placement, proper ballooning sites. Although the complaint was considered confirmed, there is no available information/images from the first procedure to evaluate the location of the deployed device as well as the condition/shape of the patient's anatomy. Additionally, a definitive root cause for the alleged migration cannot be reported at this time. We will continue to monitor for similar complaints.